Event description:
It was reported the 19 mm trifecta valve was implanted and the patient developed postoperative atrial fibrillation. Information received indicated the patient was administered concor to treat the atrial fibrillation. Additional information has been requested.